Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was verified there were data synchronization errors in the station. A technical support specialist, adjusted the time zone to the correct standard time zone for the station, ensuring that the datasync was synchronized with the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary there was an inability to retrieve any scheduled medications for patients, as they appeared grayed out or indicated 'med not available.' And there were no failed drawers reported. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.